Event description:
It was reported while using bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes, one patient had discrepant lactic acid results. The patient's sample was recollected. There was no health impact or consequences reported. The following information was provided by the initial reporter: customer states the specimen was initially drawn from the top of the hand using a wing-set collection set. The patient was a dialysis patient. The initial result was 5.3. The sample was re-collected from the patient the same day and re-run (within 1-2 hours after first sample) and the lactic acid result was 1.45.

Manufacturer narrative:
D1. Medical device brand name: bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g.5. PMA / 510(k)#: k901449. H.6 investigation summary: (B)(4) retention samples from bd inventory were visually inspected with no issues identified. Further clinical testing could not be conducted as certain assays, in this case lactic acid analyte testing, are not validated in bd clinical laboratory protocols. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results (lactic acid). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.